Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 21-oct-2026, UDI#: (B)(4), implant date (B)(6) 2025; explant date (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (150 mcg/ml at 50 mcg/day) via an implantable pump for unknown indications for use. It was reported by the patient that they noticed fluid accumulation at the site of their pump. The healthcare provider (hcp) decided to explant the catheter. During the explant, it was suspected that they catheter had been leaking drug/csf. A dye study showed potential leakage of the catheter near the collet. There was no known factors that may have caused or contributed to this. A new catheter was implanted and connected to the existing pump. The issue was resolved.